Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving the ¿apply sample¿ message and the error 5 error message during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 the patient reportedly obtained the message ¿apply sample¿ and the error message error 5 on the reported meter; he was unable to obtain a blood glucose reading. The patient continued to take his usual diabetes medication, novolog 70/30 insulin 30 units in the morning and 20 units in the evening. On (B)(6), 2014 the patient experienced the symptoms of sweating, shaking, nausea and lightheadedness. He did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct and in good condition. It was also determined the patient¿s testing technique was incorrect, which can cause error messages and the test not to start. The issues were resolved during troubleshooting. The meter, test strips and control solution were replaced. The patient¿s testing technique was incorrect, which contributed to the meter issues seen. However, as the patient suffered symptoms suggesting severe hypoglycemia after the meter issue occurred this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.